Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted successfully without any leak. The patient was prescribed a dosage of lixiana 15mg up to 6 months due to bleeding tendency. During a transesophageal echo (tee) follow-up on 01nov2022, a thrombus or endothelialization that could not be distinguished had attached to the device screw. The dosage was increased to lixiana 30mg and a confirmation will be performed through tee in three months.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted successfully without any leak. The patient was prescribed a dosage of lixiana 15mg up to 6 months due to bleeding tendency. During a transesophageal echo (tee) follow-up on (B)(6) 2022, a thrombus or endothelialization that could not be distinguished had attached to the device screw. The dosage was increased to lixiana 30mg and a confirmation will be performed through tee in three months. It was further reported that the thrombus was non-mobile.